Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the interference between heartmate 3 left ventricular assist system (lvas), and the patients¿ implantable cardioverter-defibrillator (ICD) could not be conclusively determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU, rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿left ventricular assist device artifact on digital breast tomosynthesis¿ identifying that heartmate 3 (hm3) may be related to electromagnetic interference. This is a case study of a 64-year-old woman implanted with hm3 presented for screening mammography. Digital breast tomosynthesis images revealed irregularly spaced horizontal bands in the right breast craniocaudal (cc), left breast cc, and left breast mediolateral oblique (mlo) views, identifying electromagnetic interference within the digital detector from the electrical current generated by components of the lvad. Additionally, the artifact can be present even when the lvad is not in the imaging field of view, which means that repeating the image does not dissipate the artifact because it is likely distance correlated.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as same as published date, 01nov2024. Ryan kim et al., journal of breast imaging, 2024, 689¿692. Doi:10.1093/jbi/wbad087. College of natural science, university of massachusetts amherst, amherst, ma, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.